Event description:
The patient was wheeled into the bathroom with the chair/sub-chassis, the chair was then attached to the jib. The chair was raised so that the wheels were clear of the floor and then the sub-chassis was removed. The patient fell forwards with the chair to the floor. Patient injured her eye.